Event description:
"Growing concern at the number of dvt/pe postoperative cases with 20 identified through the cardiovascular surgeons alone. This has concerned (B)(6) so much they are now having ivc filters put in prophylactically on some pts." (B)(6).

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(6) on behalf of the MFR getinge (suzhou) co ltd. MFR complaint# (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.